Event description:
It was reported that a customer experienced a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, but they were unable to successfully load a cartridge. After trying a second new cartridge and still facing the same error, it was determined that the pump needed replacement. The pump was confirmed to be under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support guided the customer on how to put the pump into storage mode for its return and arranged for a pre-paid label to be used for sending the pump back within ten days.